Event description:
After the breakage of three screws that held the device in place, on the (B)(6) 2017patient underwent surgery to have the broken device removed from his right side.

Manufacturer narrative:
On november 10th, 2020 stryker trauma and extremities acquired tornier sas. An effort was made to align the acquired entity complaint files with stryker's policies and procedures. Stryker has performed retrospective review of complaints and the reportability decision was revised to report this incident under the MDR process. The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. The screw rupture could be rather due to several reasons: initial poor bone quality (osteoporosis) or insufficient quantity of bone stock. Glenoid loosening problem / glenoid component moving. Severe notching phenomenon leading to bone destruction. In case of bio-rsa bone graft use, osteolysis/destruction/migration of the graft (leading to an overstress onto the screws). Improper positioning of the glenoid implants components. Inadequate choose of the glenoid implant components. Traumatic event. Inadequate patient use in post-op (surgeon advices not respected). -> in the §17 page 3 of the original document, it is written that "at all times relevant hetero, patient use these devices as they were intended to be used". Based on the low data available, the root cause could not be clearly determined. But in this case, it does not seem to be related to the devices because similar complications occurred onto the 2 shoulders of the same patient after 2 different initial surgeries.